Event description:
Per the clinic, the patient experienced swelling, redness and pain at the coil site of the implant. The patient was subsequently prescribed with pain medication (specific type, date and duration not reported). On (B)(6) 2025, the surgeon attempted to reposition the coil portion of the implant due to concerns of extrusion; however, the silicone over the transducer was accidentally damaged by the surgeon during the revision surgery. This eventually leads to the decision to explant the device at that time and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, for the explant surgery.